Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the ins was replaced due to malfunction of the ins. This was a case where a physician decided to exchange lead and ins at the same time to avoid repeated surgeries and it was suggested this may be the case. It was unknown if the patient experienced any symptoms. The ins and lead should have been replaced on (B)(6) 2017. No further issues have been reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, product type: lead. (B)(6).

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported at a routine device check that impedances were abnormal (2x8, 10,000 ohms or greater in all electrodes). The physician opened the abdomen and extracted the ins, measuring impedances with the use of a multi lead trialing cable (mltc). Lead impedances were 10,000 ohms or greater. It was suspected that the lead was fractured. No x-ray images were available. Telemetry data was available. There were no external factors that contributed to the event. The action taken to resolve the event was the lead and ins were scheduled to be replaced on (B)(6) 2017. The issue was resolved at the time of this report. No patient symptoms were reported. No further complications were reported or anticipated.